Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was observed on the lead. Noise could not be reproduced with provocation testing. Externalized conductors were observed via fluoroscopy. Physician to monitor lead.